Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited fracture. The patient presented on (B)(6) 2019 for procedure and the lead was capped and replaced. No further information was available.

Event description:
New information received on (B)(4) 2019 indicating that the patient had previously presented remotely via merlin.net transmission and the lead exhibited high impedance. The patient was stable prior and post procedure.